Manufacturer narrative:
.

Event description:
The customer reported oil mist coming from the unit. The customer stated that there were no physical complaints related to the oil mist. The asp field service engineer performed preventative maintenance on the unit, found the unit working within specifications.